Event description:
This event is reportable based on analysis completed 12/02/2008. It was reported that during a coronary drug eluting stenting treatment procedure, the taxus liberte (mr) ous - 28 x 2.75mm could not cross the lesion. The physician pre-dilated the target lesion with a 2.5x20mm maverick2 balloon and tried to pass through the lesion but the stent could not cross. The physician then re-dilated the lesion with a 2.75 x 20mm in order to get a larger diameter, but the stent could not be delivered due to the calcified morphology, and the proximal vessel acute bend of the lesion. The target lesion was located in the left circumflex proximal (lcx-p). The physician removed the stent from within the pt. No pt injuries or symptoms were reported. The pt condition was noted to be "stable". However, analysis of the returned device confirmed there was stent damage.

Manufacturer narrative:
Examination found that the middle section of the stent was damaged. Two rows of struts in the middle section of the stent were slightly raised. The hypotube had kinked approximately 9.4 cm distal from the catheters strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The lumen section was discolored and was a light luminous green color as opposed to the expected dark green color. Further information received from the physician indicated that the device was immersed in a liquid cleaning agent, sindine surgical scrub. This is a povidone-iodine based solution used in hospitals as a cleaning agent, normally for cleansing and disinfecting the skin. This is most probably the cause of the discoloration of the lumen. A review of the manufacturing documentation for both the top assembly found that the device met its material, assembly and product specifications at the time of release to distribution. This investigation will be assigned the most probable root cause classification of operational context.